Event description:
Update rec¿d 11/17/2014 - medical records. Received for right hip revision. Patient revised to address elevated metal ion levels and a large fluid collection around the right hip joint. Record also indicates elevated metal ion levels were the reason for the earlier left side revision surgery. Upon revision of the right hip, tea colored fluid, and amorphous material in the hip capsule were noted. Left and right hip sleeves and stems are being added to the complaint for elevated metal ion levels. This complaint was updated on: 12/16/2014.

Event description:
Litigation papers allege the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, inhibited patients ability to walk, and required a revision of the left hip. A right hip revision was not reported. (B)(6) 2012- plaintiffs preliminary disclosure form was received, which identified (part/lot) information for the left and right hips. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and dor for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.